Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed selftest. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer reported that the meter was not connecting to the pump. The customer took her blood glucose levels last night and failed to connect by the meter as the pump gave her failed selftest alarm. The alarm history showed failed selftest alarm. The displacement test passed. The alarm did not occur during the rewind and prime sequence. Performed selftest and it alarmed failed selftest. The troubleshooting determined that the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked battery tube threads.